Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient developed a systemic infection and the organism was identified as streptococcus viridans. The implantable cardioverter defibrillator (ICD) was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. No issue identified that required full analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.